Event description:
It was reported that during implant, there was difficulty extending the helix. The lead was removed and another lead was used to complete the procedure. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix was distorted/bent. It was also noted that there was blood in/on the helix mechanism, the turns to extend/retract the helix exceeds specification, and the lead was damaged at implant. It was also noted that the lead was returned with the helix extended, bent, compressed and canted, and blood was visible on the helix.